Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed housing damage and several parts of the device were returned unscrewed or broken off. The device was unable to power on via battery power. The device could power on via ac power, but would turn off when switching between ac and battery power. While using ac power the ac available led illuminates. The device was able to obtain readings, however only visual indicators were functioning. During testing when alarm parameters were breached no sound was emitted from device speakers. The failure was isolated to the bottom and front speaker cables, both were disconnected from the system board. A service history record review reveals that this unit was in the field for over eight (8) years with no previous reported issues related to this reported event. (B)(6).

Event description:
The customer reported no sound as initializing sound, pulse tone, or alarm. The device was unable to provide an audible alarm when parameters were breached. No patient impact or consequences were reported.